Event description:
It was reported the pt has not used or changed his scs ipg in approx two yrs. Consequently, the pt's scs ipg battery is depleted and inoperable. An sjm rep confirmed the issue. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
(B)(4): 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.